Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Neither the reported patient symptoms or device performance allegation can be confirmed. Based on the information available, a conclusion code of no problem detected was assigned to this investigation.

Event description:
It was reported that following the implant of an artificial urinary sphincter, the patient started to leak urine and has continued to get worse over the past few years. The patient had seen his physician several times without further intervention. Currently the patient wear from two to four pads at one time just to avoid soiling and staining his clothing. The patient makes a complete change of pads and diapers anywhere from 10 to 16 times in a 24 hour period. The patient does have another appointment in late april with the physician.

Manufacturer narrative:
Upon receipt of the pressure regulating balloon, occlusive cuff, and a control pump of this artificial urinary sphincter (aus) at our quality assurance laboratory, the components underwent a thorough analysis. Inspection of the pump and balloon components revealed no damage or irregularities. Visual examination identified a tear and leak in the shell of the cuff. The damage is consistent with wear at a corner of a fold in the cuff. Inspection of the remainder of the cuff, apart from the observed damage, revealed no other damage or irregularities. Based on the information available and analysis results, the reported incontinence could not be confirmed, however the cuff leak identified would cause the cuff to malfunction, leading to the incontinence issues.

Event description:
It was reported that following the implant of an artificial urinary sphincter (aus), the patient started to leak urine and has continued to get worse over the past few years. The patient had seen his physician several times without further intervention. Currently, the patient wears from two to four pads at one time just to avoid soiling and staining his clothing. The patient makes a complete change of pads and diapers anywhere from 10 to 16 times in a 24 hour period. The patient does have another appointment in late april with the physician. The patient had the aus replaced. No further patient complications were reported.

Event description:
It was reported that following the implant of an artificial urinary sphincter (aus), the patient started to leak urine and has continued to get worse over the past few years. The patient had seen his physician several times without further intervention. Currently, the patient wears from two to four pads at one time just to avoid soiling and staining his clothing. The patient makes a complete change of pads and diapers anywhere from 10 to 16 times in a 24 hour period. The patient does have another appointment in late april with the physician. The patient had the aus replaced. No further patient complications were reported.

Event description:
It was reported that following the implant of an artificial urinary sphincter, the patient started to leak urine and has continued to get worse over the past few years. The patient had seen his physician several times without further intervention. Currently the patient wear from two to four pads at one time just to avoid soiling and staining his clothing. The patient makes a complete change of pads and diapers anywhere from 10 to 16 times in a 24 hour period. The patient does have another appointment in late april with the physician. No further patient complications were reported. Boston scientific has been unable to obtain additional information regarding the circumstances.

Manufacturer narrative:
Investigation summary: based on the information available, the cause that contributed to the urinary incontinence could not be established as the product is not available for analysis. Device history record review (DHR): the device history record review (DHR) of the manufacturing documentation was not performed as the serial/lot number for this component was not provided. Labeling review: a labeling review was performed and according to the aus instruction for use document, incontinence is documented as an adverse event. Also there is no evidence that the device was used or handled improperly. Device technical analysis: the device was not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported allegation could not be confirmed. Investigation conclusion: based on this investigation and all information available, a conclusion code of known inherent risk of device was chosen.